Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 1/17/2017: medical records were received. After review of the medical records for MDR reportability, the records indicated pain, metallosis, and femoral implant migration. Pre-operative (dor) x-rays indicated femoral remodeling around his s-rom stem into valgus with what appears to be a stress fracture and area of hypertrophy at the distal medial tip. The cause/date of the stress fracture is unknown. Stem impingement was noted against the medial cortex. Metal ion labs were also provided which were below 7ppb. The stem was noted to be well fixed, but they were unable to dissociate the stem from the sleeve. The sleeve had to be removed and while doing that a trochanteric fracture occurred. The fracture was cabled. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added:h6(device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.    UDI: (B)(4). H6 patient code: no code available (3191) used to capture (limb asymmetry/medical device removal).

Event description:
After review of medical records, patient was revised to address failed right total hip arthroplasty secondary to thigh pain and femoral implant migration. Revision note reported pain, x-ray demonstrate femoral remodeling around his s-rom stem into valgus with what appears to be a stress fracture and area of hypertrophy at distal medial tip, and it was also mention that there was no evidence of purulence, and the femoral component was well fixed and no evidence of any significant metalosis in the local soft tissue environment. Medical check up note reported pain, discomfort, trochanteric bursitis on the right hip, walking difficulty, osteolysis and limited motion. Added new patient code medical device removal and patient medical history.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address metallosis and pain. **update received (B)(6) 2017. Clinical report states that the patient was revised to address pain, stiffness and femoral stem migration. The stem is now being added to the complaint. *complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.